Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod had been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and ketones. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.